Manufacturer narrative:
One cadd solis vip pumps - 2120 was returned for analysis due to a complaint of a downstream occlusion bubble up. The device was returned in good condition. The event log showed a high alarm was displayed and a downstream occlusion. The pump was visually inspected and the cassette was attached onto the device, it alarmed "cassette not attached properly". The cause of the issue is air bubble on the downstream occlusion and will be replaced to resolve the issue.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.